Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) asking for an upgraded meter and alleging that her one touch ultra 2 meter does not turn on and the backlight does not turn on. The pt told the customer care advocate (cca), she had owned the reported meter for one year. She said the meter would not turn on and she was unable to obtain a blood glucose reading for one week. No information was provided regarding the patient's diabetes treatment/medication regimen. The pt said she "didn't know what was going on and she couldn't put a sentence together". She also described herself as dizzy, sweating, vomiting, and unable to walk. The cca asked if ems was called. The pt said somehow she was able to call 911. The pt also said she drank some juice. The cca noted the pt said all she remembered was the paramedics being at her house and taking her to the ER. The pt did not know the blood glucose reading obtained by the emt's or in the ER. She said her blood glucose was really low. The pt did not remember the date of the incident, but said it was approx three or four months earlier. The patient said she received blood glucose testing only and denied receiving treatment from the emt's or in the ER. The cca walked the patient through pressing the power button and inserting a test strip into the test strip port; the meter did not turn on with either attempt. The cca confirmed the batteries were correctly installed. The cca was unable to walk the pt through replacing the batteries because the pt did not have batteries. The meter, test strips, and control solution were replaced. The patient alleges she was unable to obtain a reading on the lfs product for one week. She claims she experienced symptoms that suggested hypoglycemia and hypoglycemic readings on an ems and ER device. She said she treated herself by drinking juice.